Event description:
It was reported that patient was currently in the hospital having pain and vomiting. Per the reporter patient may be released today. Patient was scheduled for the next refill on (B)(6) 2012. Patient was currently travelling and was looking for a follow-up physician. It was added that patient also took oral medication. Drugs delivered via the device were morphine, and bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).